Event description:
It was reported that the ilet user ran out of insulin while away from home, experienced blood glucose of 300 mg/dl, then returned home, changed supplies, ate, and announced the meal. The user was advised that glucose reduction could take time and to call if levels did not decline within an hour. Symptoms included hyperglycemia. Outcomes included transient elevation in blood glucose without hospitalization or medical intervention beyond routine troubleshooting and education. Investigation included user counseling on pump function and time to correction after supply change. Investigation of this case revealed no device malfunction and that the event was consistent with insufficient insulin delivery due to running out of insulin prior to the supply change. It was concluded, based on previously established findings for similar reports, that the cause was user-related supply depletion leading to temporary hyperglycemia, with device performing as expected after supplies were replaced.